Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material on the bending section cover (a-rubber) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-q150l/I reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, the play of up/down knob is out of the standard value, due to damage on charged coupled device unit, the specified resolving power is not obtained, due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, bending angle in down direction does not meet the standard value, reduced angulation, insertion tube is deformed or snaky, plastic distal end cover has a dent, adhesive on bending section cover is detached, scope connector cover has a scratch, bending section cover has foreign objects, universal cord has a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, suction cylinder is shaved, connecting tube has discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the bending section cover. There were no reports of patient involvement.